Event description:
Stapler would not disengage from tissue after multiple attempts. Tissue around stapler incised to remove device. Ethicon stapler was inserted and "fired" to create a staple line as well as incise tissue between staple line. Upon release attempt, the stapler failed to disengage. Calls to the rep were made. With rep present, md attempted to pop the lever off and manually retract blade. This did not work, so the surgeon incised the tissue to remove the device. The surgeon then sutured the gastrostomy created by removing the device. All devices returned to MFR. Device involved given to ethicon rep. Diagnosis or reason for use: bariatric surgery.